Event description:
Pump was returned for service with a report of "will not occlude". The facility reported that the pump had been stored on a shelf for six months prior to this condition being discovered during routine biomed testing. There is no report of any pt injury related to this device. No add'l info was available.